Event description:
It was reported to the company that the patient had skin breakdown and a thin flap that was managed by the surgeon. It was reported that the affected area was healing. The patient was also counseled on the appropriate use of the headpiece.